Manufacturer narrative:
Visual inspection of the returned device shows the scope's distal window was observed to be cracked and scratches shows on tube. The scope will be sent to scholly fiberoptics for further assessment.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, it was noticed that there were scratches on the end of the lens. Another scope was used for the case and procedure was completed. No pt complications were reported.